Event description:
It was reported that the patient was hospitalized on (B)(6) 2026. Blood glucose levels were reported to have reached over 200 mg/dl after an unspecified duration of pod wear. The patient reported symptoms of feeling unwell, with enzymes reportedly elevated above 200. The patient stated she was diagnosed with diabetic ketoacidosis (dka). No details regarding treatment were reported. The patient was discharged after two days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone17.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.